Manufacturer narrative:
The device was not returned for evaluation; it is not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that a wire collet was flaking prior to a procedure. No adverse event was associated with the device.